Manufacturer narrative:
A proper evaluation cannot be performed due to the product not being returned. This distributor indicated the flexi-tip was removed with graspers during the same procedure. It was also noted that the patient status was fine. Documentation was reviewed indicating no anomalies. Due to the product not being returned, unable to determine what has caused this to occur. Should any additional information become available, it will be forwarded.

Event description:
Customer states: "flexi-tip of catheter came off in the patient's bladder during procedure after injecting dye. Retrieved tip with grasping forcep. Catheter and tip not kept for evaluation. No substitute required as procedure was complete. Patient status fine."